Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department with chest pain and complaints of being shocked from their implanted cardiac defibrillator (ICD). The patient stated that they had four alarms and thought they had seen a driveline fault alarm, however, this alarm was not present during interrogation. Log files were submitted for review however there were no driveline fault events noted. It was noted that the patient had some driveline damage which was temporarily repaired with rescue tape.

Event description:
The patient was stable at home.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported superficial damage to the pump cable can be confirmed through the evaluation of the submitted photos. A specific cause for the damage cannot be conclusively determined through this evaluation. The reported driveline fault alarm could not be confirmed through the evaluation of the submitted log files. Additionally, a correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported chest pain cannot be conclusively determined through this evaluation. The account submitted photos for review that showed the reported tear in the outer jacket and armor layer of the patient¿s pump cable. The underlying clear jacket layer was visible but appeared free of damage. The damage was repaired with tape. Log files were submitted which captured the pump operating as expected at the fixed speed. No notable events or alarms were captured. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 lvas, serial number, (B)(6) . No further issues have been reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). These sections also state to "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid." Section 6 of the IFU (under "caring for the driveline") also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", address system alarm conditions, including driveline power faults and driveline communication faults, as well as the appropriate actions associated with each condition. Section 8 of the IFU, "equipment storage and care" (under "cleaning the driveline") and section 6 of the patient handbook, ¿caring for the equipment¿ state, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, ¿living with the heartmate iii¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 of the patient handbook also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4: lot number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.